Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). We received one used and empty easypump ii lt 270-54-s without packaging. We did not receive the batch: 20m25ge271 as stated in the generated cc-notification. According to the received sample we changed the batch to 21b02ge271. Weight of the sample in received condition: 74.5 g. The received sample was taken to a visual inspection. As-received condition the white clamp was closed and the patient connector (lla-cone) was closed with a red combi stopper. After opening of the big top cap and removing of the closing cone we detected crystallized drug residues and medicine solution at the filling port (lli-cone) and at the patient connector was medicine solution detected. Damages that would lead to a malfunction were not detected at the received sample. Afterwards the sample was taken to a functional test respectively a leak test was carried out. Therefore the pump was filled up to the nominal volume of 270 ml with nacl 0.9 %. Weight of the filled sample: 345.5 g. After starting the pump and waiting for 60 minutes the pump is not working (solution was not running). After these 60 minutes leakages were not detected at the sample. Due to the blocked pump the overinfusion cannot be examined and assessed. We assume the blockage was caused by drug crystallization which was formed overtime. Root cause analysis: since the received sample was blocked, further investigation on the fast flow rate was unable to be performed. However, for fast flow rate issue, flow rate accuracy of the pump can vary at ± 15% deviation from nominal flow rate according to IFU. So it is possible for the 5ml/hr pump to deliver the solution at flow rate of 4.25ml/hr to 5.75ml/hr. It means that it is possible for the pump filled with 238ml (fill volume by customer was retrieved from cc notification) to be emptied between 41 to 56hours. In addition, there are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5ml/hr to 5.9ml/hr. Factor 2 external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3 folded blow mold folded blow mold will also act as the external pressure to elastomeric membrane and increase the flow rate of the product.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(4): "overinfusion" "the pump was filled for chemotherapy with 100 ml fluorouracil 50 mg / ml (corresponding to 5000 mg) and 140 ml nacl 0.9% to a final volume of 240 ml - running rate: 5 ml / h, corresponding to running time 48 h. Instead of the target running time of 48 h, the pump emp empted within 36 hours. The pump was attached after feedback from the ambulance on (B)(6) 2021 around 14.00 o'clock; however, according to the patient, it was already empty at 02.00 a.m. On (B)(6) 2021. Possible consequences: due to the pharmacokinetics of the 5-fu, negative effects on the prognosis of the disease by a faster infusion rate cannot be completely ruled out. The patient reports that she has already felt uaw in the past as a result of too fast infusion. Information from the pharmacy: according to the manufacturer's recommendations, the pump was first flooded with nacl 0.9% and only added to the end with the required volume of fluorouracil. Medical information: before use, the patient's port was checked - it was well recessed and flushable. The nurse states that no errors could be detected during the other application: application of the flow limiter on the skin. Protection of the hose from cold and light."